Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 1. The system was ready for use. Isi received the usm 1 and completed the device evaluation. Failure analysis of the usm arm with an in-house system in normal mode was performed with no triggered errors. The unit passed all required tests. After further investigation, the insertion searchlight ffc was found damaged.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) while setting up for a procedure and reported that universal surgical manipulator (usm)1 kept erroring out and was asking to disable the usm arm to proceed. The tse reviewed the system logs and confirmed error 32045 on usm1. The tse informed the customer that a hard restart of the system may clear the errors. The tse walked the customer through 2 system hard power cycles, but the error continued. The tse recommended the deactivation of usm 1 and instructed customer to continue with a three-arm configuration. The tse walked the customer through the deactivation of usm 1, and the customer is proceeding with the case. The procedure was continued with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the initial reporter said that the ports were placed on the patient. The surgery was in progress when the issue occurred.